Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller reported that the customer¿s adc blood glucose meter would not power on with button pressed and wouldn¿t charge. It was further reported customer experienced unspecified hypoglycemia symptoms and was unable to self-treat. Customer received an unspecified treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer¿s adc blood glucose meter would not power on with button pressed and wouldn¿t charge. It was further reported customer experienced unspecified hypoglycemia symptoms and was unable to self-treat. Customer received an unspecified treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.